Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation, and it was inserted through the sheath. The atrion was attached to the stopcock with approximately 22ml fluid remaining inside. No relevant photographs or procedural imagery was provided by the field for the evaluation. The delivery system was fully inspected. The balloon and guidewire shaft were kinked at the proximal balloon shoulder likely due to returned packaging condition. The thv remained crimped over the inflation balloon and distal balloon shoulder. Pinhole leakage was observed on distal working length of the balloon. No other abnormalities were observed. During the pre-decontamination evaluation, an attempt was made to inflate the balloon and a pinhole leak was found on the distal working length of the balloon. The complaint for ¿balloon ¿ leakage¿ was confirmed through functional testing of the returned device. Dimensional measurements of the balloon double wall thickness and distal shoulder outer diameter (od) were taken in the complaint sample. Balloon thickness and od measurements deviating from the specifications could contribute to the complaint events or could be an indicative of a manufacturing non-conformance. All measurements met the specification. No wo# or manufacturing date of the complaint device was provided; therefore, the revisions referenced above are based on the latest revision released prior to the complaint occurrence date. Dimensional inspections of the balloon did not provide any indication that a manufacturing non-conformance contributed to the reported complaint events. The work order was not provided for the evaluation. Therefore, a review of DHR was unable to be performed. The work order was not provided for the evaluation. Therefore, a review of lot history was unable to be performed. Regarding delivery system ¿ valve movement on balloon, a review of complaint history from october 2017 to september 2018 revealed other returned device complaints for the certitude delivery system (all models, all sizes) for ¿delivery system ¿ valve movement on balloon¿. Two complaints were confirmed, but no manufacturing non-conformities were identified. Available information suggests that patient and/or procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action was required. One complaint was confirmed, but no manufacturing nonconformities were found in the returned sample. Available information suggests that patient/procedural factors (severe native leaflet calcification; non-coaxial interaction between crimped valve and sheath tip) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. Another complaint was confirmed, but no manufacturing nonconformance were identified in the returned device. Available information suggests that procedural factors (valve catching on sheath tip) may have contributed to the complaint event. Since no product non-conformance or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.  A review of complaint data revealed that the complaint rate did not exceed the september 2018 control limit for the applicable complaint trend category of ¿valve movement on balloon¿ for the certitude delivery system. Regarding delivery system ¿ withdrawal difficulty ¿ valve, through sheath, a review of complaint history from october 2017 to september 2018 revealed other returned device complaints for the certitude delivery system (all models, all sizes) for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. The complaint for ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ was confirmed but no manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (valve catching on sheath tip) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category did not exceed control limits, no corrective or preventive action was required. A review of complaint data revealed that the complaint rate did not exceed the september 2018 control limit for the applicable complaint trend category of ¿withdrawal difficulty¿ for the certitude delivery system. Regarding balloon ¿ leakage, a review of complaint history from october 2017 to september 2018 revealed no other returned device complaints for the certitude delivery system (all models, all sizes) for ¿balloon - leakage¿. A review of complaint data revealed that the complaint rate did not exceed the september 2018 control limit for the applicable complaint trend category of ¿leakage¿ for the certitude delivery system. Delivery system IFU, prepping manual, and training manual were reviewed for instruction or guidance on certitude delivery system preparation and use. Based on the review of the IFU/training manuals, no deficiencies were identified. No work order number or manufacturing date of the device was provided; therefore, references in this section are based on the latest revision released prior to the complaint occurrence date (09/11/2018) and are representative of manufacturing processes that the complaint device went through. All inspections are conducted on 100% of units/components, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Inflation balloons are 100% inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The inflation balloons are 100% visually inspected for contamination mechanical damage, deformation (under 8x magnification), and presence of witness lines, crow¿s feet with unaided eye. During balloon preparation, pleat and fold, balloon diameter is checked. The formed balloon is visually inspected under magnification and reject for distorted/pinched folds. During manufacturing, the delivery system underwent a 100% leak test. During delivery system final inspection, dimensional inspection and catheter inspection is performed. During functional product verification testing, samples from the lot were tested during product verification. The delivery system is visually inspected for kinks, cracks, exposed braids, and loose or missing components. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely a manufacturing non-conformance contributed to the reported complaints. The complaints for ¿delivery system ¿ valve movement on balloon¿, ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ and ¿balloon ¿ leakage¿ were confirmed based on visual inspection and functional testing of the returned device. However, no manufacturing non-conformances were identified in the returned sample. Review of complaint history and manufacturing mitigation did not reveal any manufacturing nonconformance. Additionally, a review of IFU and training materials revealed no deficiencies. Regarding delivery system ¿ valve movement on balloon, although there was no reported difficulty during delivery system insertion through the sheath, it is possible that device manipulation during delivery system advancement may have caused the valve to shift and no longer stay in between the balloon shoulders. However, since no information about delivery system insertion was provided, a definitive root cause for the reported valve movement on balloon was unknown. Regarding delivery system ¿ withdrawal difficulty ¿ valve, through sheath, the valve was reportedly shifted distally and positioned partially on the balloon distal shoulder, the crimped valve profile may have been enlarged which can lead to difficulty pulling the valve back into the sheath tip in the first attempted retrieval. In addition, it is possible that non-coaxial interaction between the valve and the sheath tip could have resulted in the reported withdrawal difficulty. It is likely that procedural factors (withdrawal of valve positioned over distal shoulder) contributed to the reported withdrawal difficulty. Regarding balloon ¿ leakage, since there was no reported abnormalities during device preparation, the observed balloon leakage likely occurred during the procedure. As there was some device manipulation during delivery system/thv retrieval attempts, the valve struts could possibly have interacted with the balloon and resulted in the observed leakage in the balloon. It is likely that procedural factors (interaction of valve and balloon on withdrawal) contributed to the leakage. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified during the product evaluation and no labeling/IFU/training deficiencies were identified, no corrective actions are required. Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rate did not exceed the trend category control limit, a product risk assessment (pra) is not required. The complaint for ¿delivery system ¿ valve movement on balloon¿ was confirmed but no manufacturing non-conformances were found in the returned sample. A definitive root cause was unable to be determined. Since no manufacturing non-conformances or label/IFU/training inadequacies were identified, and the complaint rate for the trend category did not exceed the respective control limits, no corrective or preventive action is required at this time. The complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ and ¿balloon ¿ leakage¿ were confirmed but no manufacturing non-conformances were found in the returned sample. Available information suggests that procedural factors (withdrawal of valve positioned over distal shoulder and interaction of valve and balloon on withdrawal) may have contributed to the reported events. Since no manufacturing non-conformances or label/IFU/training inadequacies were identified, and the complaint rate for the trend category did not exceed the respective control limits, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), 26mm sapien 3 case by ta approach in aortic position. No abnormalities were detected during valve preparation. The certitude delivery system was inserted into the sheath and pushed through the sheath into ventricle. After the valve exited the sheath, the valve moved distally and was not between the two balloon shoulders anymore. The valve was more towards the tip of the delivery system. It was attempted to get the valve was into the sheath but it did not work. However, it was possible to align the sheath tip with the valve and to remove the certitude with crimped valve and sheath together as a unit. No injury was caused while removing the devices. A second system was prepared and the valve was successfully implanted without issues. The patient was doing well post procedure. As per pre-deco evaluation, a pin hole was observed on the balloon.